Event description:
While the surgeon was performing a laparoscopic ventral hernia repair on the patient, he attempted to use a reliatack "deep purchase" tacker device to secure the mesh into place. The surgeon noted that the tacker was not firing appropriately as the tacks remained partially in the shaft of the device and they were not fully engaging the tissue. The mesh was unable to be secured with the reliatack device so the surgeon decided to switch to an absorbatack tacker device. The surgeon stated he had to spend about 30 minutes trying to get the tacker to work, removing the inadequately secured tacks, then re-tacking the mesh with a different device. This was a significant delay in completing the patient's procedure and a costly issue as multiple devices had to be opened.